Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient reported blood glucose results of ¿275 and 150 mg/dl¿ with the subject meter and ¿47 and 36 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin pump therapy. At the time of the alleged issue, the patient reportedly ¿put her pump on suspend.¿ about 1-2 minutes prior to the start of the alleged issue, the patient claimed she felt symptoms of ¿seeing things,¿ shaky and sweaty. The patient took food and/ or drank a beverage as treatment. The patient did not specify blood glucose results obtained prior to her reported symptoms. It is also not known if changes were made to her usual management routine based on previous results. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing. The alleged issue was not observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.